Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/31/2013 with the following findings: evaluation revealed that the battery compartment was cracked near the pump case seal. Evaluation also revealed that the cartridge compartment was damaged/chipped off at the top. During testing, the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and cartridge compartment were damaged. Additionally, the display screen was dim and discolored with fading text. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/31/2013.